Manufacturer narrative:
The unit of measure for the sodium results was mmol/l. On 17-jul-2024 the field service engineer (fse) performed preventive maintenance. Since the service visit, the customer has had no further issues. The service maintenance actions resolved the issue.

Event description:
The initial reporter complained of discrepant high results for 14 patient samples tested for sodium (na) on a cobas 8000 cobas ise module (double). Refer to the attached data for the patient results.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided.